Manufacturer narrative:
Insulin pump was received with no button response due to flattened esc button dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Insulin pump passed stop current test. Insulin pump had cracked case at display window corner, battery tube threads and severely scratched display window. (B)(4).

Event description:
Customer reported via phone call that the screen was unreadable. Customer's blood glucose was 560 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.